Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold and there was a greater than double increase of impedance from the baseline value. Programming changes were made. The patient was stable.